Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 02-aug-2017 indicating the outcome was resolved without sequelae as of (B)(6) -2017. No further complications were reported/anticipated.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (0.5 mg/ml at 0.03455 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient experienced fluid collection in the pump pocket on. The clinical diagnosis was noted as a pump pocket seroma. Examination under ultrasound on 2016-06-20 revealed fluid collection in the pump pocket. On (B)(6) 2016 110ml of serosanguinous fluid was drained as an intervention. On (B)(6) 2016 the seroma was drained and 160 ml of fluid was aspirated. On (B)(6) 2016 a catheter access port (cap) contrast study was performed as a diagnostic for a pump check and found no leaks; the catheter appeared patent. The seroma was aspirated during the pump check and 150ml of straw colored fluid was drained. On (B)(6) 2016 the seroma was aspirated and 200cc of fluid was aspirated. The etiology of the event was noted as possibly related to the device or therapy and possibly related to the implant procedure. The outcome of the event was noted as ongoing. If additional information is received, the event will be updated. Additional information was received from a healthcare provider via a clinical study reporting the patient was examined on (B)(6) 2016 and a seroma was found covering the pump site and midline incision. Another examination was done on (B)(6) 2016 and a seroma was noted. The seroma was aspirated the same day and 102 ml of clear fluid was aspirated. The patient was prescribed a lightweight lso brace to compress the area of seroma. Additional information was received. It was reported there was a new clinical diagnosis of a csf leak. An MRI without contrast was performed on (B)(6) 2016 to rule out a granuloma; there was no evidence of a granuloma. On (B)(6) 2016, the patient reported progressive swelling in their back. There was 5 cm x 13 cm fluid collection in her right flank region, and also swelling at her lumbar mid incision site. There was in intermittent rise in temperature [interpreted at the swelling sites], pain at their side, and headaches. An examination was performed the same day and the hcp observed a 10 cm x 15 cm area of swelling in the patient¿s right flank and a 5 cm x 5 cm area of swelling in the lumbar incision area. There was localized rise in temperatures over both swellings. The swelling sites were both compressible and fluid filled. Laboratory testing was performed the same day. The aspirated fluid was positive for beta-2 transferrin. A catheter revision was scheduled. The event resulted in an ER visit. Additional information was received. The pump was repositioned on (B)(6) 2017. The catheter was explanted/replaced on the same day; the catheter was disposed of according to biohazard instructions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a clinical study reported the patient's baseline weight (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated there was a seroma at the pump pocket site. A 6cc of seros anginous fluid were aspirated on (B)(6) 2017 and an increase was reprogrammed. Slight erythema and significant swelling were noted at pump site area. The etiology of the event was noted as not related to the device or therapy and related to the implant procedure (surgery/anesthesia). The outcome was indicated as ongoing and no further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-feb-2017 indicating surgical observation on (B)(6) 2017 indicated the pump separated from 'moorings' but were still attached to the catheter. The catheter had pulled entirely into the soft tissue and there was a small pocket of cerebrospinal fluid (csf). The pump was floating liberally in back/right hip area, was hard to access, and needed to be tied down/attached. The swelling in the right flank and midline had progressed and surgery was planned as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on 2018-feb-22. The hcp noted during examination on (B)(6) 2018 revealed the seroma had resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated that the clinical diagnosis was updated from cerebrospinal fluid (csf leak to a seroma. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to seroma posterior pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.